Event description:
Kimberly-clark received a report from the (B)(6) stating, ¿radiologically inserted gastrostomy (rig) tube implanted (B)(6) 2013. Tube displaced (B)(6) 2013. It is suspected that the balloon on the rig device may have failed, allowing displacement of the device. Peritonitis ensued and spite correct treatment the patient died on (B)(6) 2013." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation; therefore, a root cause for the reported event could not be determined. Kimberly-clark is attempting to obtain additional information from the UK regarding this reported event. If additional relevant information is obtained, a follow-up report containing the additional information will be submitted. Peritonitis is an established risk associated with gastric feeding tubes with an improbable (< 0.01/1000) occurrence. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.